Manufacturer narrative:
Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. The customer's blood glucose ranged between 200-300mg/dl.